Manufacturer narrative:
Record review a review of the mfg. Lot database for the reported lot# 61-139-jw (mfg. 01/2016) showed (B)(4) units were mfg., tested, inspected & released. There were no exception documents generated during the lot build. Although requested the involved device and or same lot samples have not been returned for analysis and confirmation. Device not returned to MFR.

Event description:
Medsun report received concerning inflation issue with one 41231-05 7f td torque-line catheter. The medsun report describes the event as follows "...doctor inserted device as per use. Upon balloon inflation in the pulmonary artery, the balloon wasn't visible under fluoroscopy. It was suggested to see if there was blood in the balloon port and there was blood found. Device was switched out for a similar swan with no further issues. Pressures were obtained and patient went to recovery room for discharge after 4 hrs. No adverse outcome was encountered.". Additional information as well as the status/availability of the involved devices has been requested.